Manufacturer narrative:
Failure analysis for fiber (B)(4): the fiber cap exhibits drilled through condition; the glass cap exhibits devitrification at the output area. Based on the device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that at 10,761 joules of use and 3 minutes while using the surgical fiber during a prostate procedure, the laser output beam was observed to fire from the head (tip) of the fiber. The fiber was replaced and the procedure completed using a second surgical fiber. There was no patient injury reported.